Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12187. It was reported the patient's charger and programmer were unable to communicate with the ipg. The sjm representative confirmed the communication issue. X-rays revealed the leads appear to be pulling out of the header and it is possible the ipg has become angled. A replacement charger has been sent to the patient. The patient has scheduled an appointment with the physician to discuss the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.